Manufacturer narrative:
Product analysis: the device returned for evaluation. The stent was positioned as per specification, but due to proximal and mid stent deformation the stent did not meet visual acceptance specification. There was also damage noted to the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one resolute onyx coronary drug eluting stent deformed in-vivo during positioning/advancement. The stent strut was deformed. The lesion being treated was severely tortuous in the distal circumflex (cx) artery/obtuse marginal (om). The device was inspected prior to use and negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The procedure was not completed. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was 99% timi ii flow. It was detailed that the left coronary artery was catheterized using a 6f guide catheter via a right radial approach. A 0.014¿ wire was advanced towards the distal third of the om branch. The lesion was pre-dilated with a 1.5x20mm balloon and a 2.5x12mm balloon to 14 atm without issues. An attempt was made to advance the resolute onyx stent, but due to the great tortuosity of the vessel it is unable to advance beyond the proximal third of the cx. A second 0.014¿ guidewire was placed, but deformation of the stent with the lifting of a strut was observed. Stent implantation did not occur, and follow-up angiogram showed good results, with 0% timi iii flow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.